Manufacturer narrative:
Thirty two sealed devices from the same lot were evaluated. The devices passed testing. During testing, no leakages of solutions were noted. Based on the data verified, hospira could not attribute the issue to the device. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. On an unspecified date, the tubing set was being used to deliver an unspecified medication. After an unspecified length of time, it was reported that an unspecified volume of solution leaked from an unspecified location of the filter of the tubing set. No information was provided if the leak occurred during or prior to patient use; however, the customer contact indicated there were no reported adverse patient effects and no reported delay of therapy. No medical interventions were reported. Multiple unsuccessful attempts have been made to obtain additional information including if the tubing set was replaced.